Manufacturer narrative:
(B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
Doctor reported the implant was removed and replaced due to pain.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(6). The following sections have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one (1) impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified no apparent malfunction. Some debris on the implant external threads were seen. Product matched print specification where measured. Device history record (DHR) review for the lot (1225028) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1225028) for similar events and no other complaint about nonconforming products were identified. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable.